Event description:
Orig. Surg. Date unkown. Revision surgery date unknown. Allegedly one patient with hepatitis b and diabetes comorbidities required a second percutaneous grafting procedure in a tibial pilon fracture. After this second procedure, union was achieved.